Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Device data was sent to boston scientific for review. The pacemaker remains in service, no adverse patient effects were reported.